Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, and vaginal scarring. The patient underwent ureterolysis, anterior/posterior colporrhaphy, perineorrhaphy and lysis of adhesions on (B)(6) 2008, due to incontinence. The patient had collagen implants on (B)(6) 2010, due to incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005, and a mesh was implanted. It was reported that the patient underwent sacrospinous ligament fixation, a&p repair with repliform graft on (B)(6) 2005, due to pop. No additional information was provided.